Event description:
Additional information was received 12dec2022. Resistance was not encountered while inserting the wire; however, resistance was encountered while attempting to remove the catheter over the wire; therefore, both the wire and catheter were removed together. The wire was not altered prior to use.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event summary: as reported, during an angioplasty procedure, a roadrunner extra-support bare mandril wire guide elongated upon removal of the device. Access was obtained in the right femoral artery and a cook sheath was used to go up-and-over the steep bifurcation. The vessels were slightly calcified. The wire was used with a cook cxi catheter in an attempt to cross a total occlusion within the anterior tibial artery. The user attempted to remove the wire guide; however, the wire was difficult to remove and the tip subsequently elongated/unraveled. Resistance was not encountered while inserting the wire; however, resistance was encountered while attempting to remove the catheter over the wire; therefore, both the wire and catheter were removed together. The wire was not altered prior to use. The wire and catheter were removed from the patient without issue. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures, as well as a visual inspection of the device were conducted during the investigation. The device was returned to cook for investigation. The physical examination of the returned wire revealed that the wire was unraveled near the distal tip weld, which was still intact. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. A database search for complaints reported on the complaint lot revealed no additional complaints at this time. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state: precautions: this wire guide is a delicate instrument and should be handled carefully; forceful angulation should be avoided. Instruction for use: warning: wire guide should be advanced only when visualizing wire guide tip fluoroscopically. If resistance is noted tactilely or visually under fluoroscopy, determine the cause and take action necessary to relieve resistance. Advancement and withdrawal of the wire guide should be performed slowly and carefully. Based on the available information, cook concluded that patient anatomy and conditions related to the procedure likely caused this incident. The reported testimony suggests that while the catheter was threaded over the wire, the slightly calcified, totally occluded vessel and the steep bifurcation likely caused the resistance that led to the wire catching on the catheter and unraveling. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number = k183467. Device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an angioplasty procedure, a roadrunner extra-support bare mandril wire guide elongated upon removal of the device. Access was obtained in the right femoral artery and a cook sheath was used to go up-and-over the steep bifurcation. The vessels were slightly calcified. The wire was used with a cook cxi catheter in an attempt to cross a total occlusion within the anterior tibial artery. The user attempted to remove the wire guide; however, the wire was difficult to remove and the tip subsequently elongated/unraveled. The wire and catheter were removed from the patient without issue. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.